Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va0anth, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va09un2, implanted: (B)(6) 2014, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3987a, lot# n270796, implanted: (B)(6) 2013, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# va08qwy, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# va07fkn, implanted: (B)(6) 2013, product type: lead. Product ID: 3987a, lot# n370329, implanted: (B)(6) 2013, product type: lead. (B)(4). Information indicates that ¿many of the cables and wires were removed.¿ it is unknown which of the implanted leads and extensions were removed. See MFR reports #6000153-2015-00651/6000153-2015-00652/6000153- 2015-00653/6000153-2015-00656/6000153-2015-00657/600 0153-2015-00658/3007566237-2015-04083/6000153-2015-00659/6000153-2015-00660/6000153-2015-00661 for the report on the other potential leads and extensions.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain, bilateral trigeminal neuralgia and complex regional pain syndrome (crps). It was noted that the patient currently had 4 implantable neurostimulators (ins). It was reported that on (B)(6) 2015 the patient had many of the cables and wires removed because an infection had gotten into the main incision on the top left shoulder. The leads that were removed were the ones that were pertinent to the infection. The healthcare provider (hcp) left the inss and some leads and one of the ins was still active. Further follow-up is being conducted to determine which devices were removed. If additional information is received, a follow-up report will be sent.